Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed de novo lesion was located in the moderately tortuous and severely calcified distal left circumflex artery (lcx). The 8mm x 2.75mm nc quantum apex mr balloon catheter was advanced and inflated 18 times. To what atms and duration of inflations is unknown. During removal resistance was encountered and the balloon catheter could not be removed. As a result, the balloon catheter and a non-bsc guide wire were removed together as one unit. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed de novo lesion was located in the moderately tortuous and severely calcified distal left circumflex artery (lcx). The 8mm x 2.75mm nc quantum apex mr balloon catheter was advanced and inflated 18 times. To what atms and duration of inflations is unknown. During removal resistance was encountered and the balloon catheter could not be removed. As a result, the balloon catheter and a non-bsc guide wire were removed together as one unit. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: received product consisted of an nc quantum apex balloon catheter. Visual and microscopic analysis revealed the guidewire used in the procedure was not returned with the balloon catheter, a new appropriate sized guidewire was inserted into the lumen and tracked out the tip. No resistance was found. Using a laser micrometer, the outer diameter of the device measured .03257", which meets device specification. Microscopic inspection revealed the midshaft was damaged, appearing twisted and no damage to the inner was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).